Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2018, the patient underwent endovascular treatment of a 60 mm ascending thoracic aortic (zone 0/1) aneurysm, proximal to the brachiocephalic trunk, distal to the sinotubular junction, with two gore® tag® thoracic branch endoprostheses. According to the report, during withdrawal of the 26 fr gore® dryseal flex introducer sheath, intra-operative imaging revealed the left external iliac artery, measuring 7.9 mm in diameter, had ruptured. According to the physician, the rupture was caused by insertion of the 26 fr. Introducer sheath into the narrow artery. Blood loss of 200 ml was reported and a transfusion of 700 ml of blood products was administered. According to the report, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted into the left external iliac artery and the rupture was reported to have been resolved without sequelae. Final angiography confirmed exclusion of the aneurysm, repair of the rupture, and full patency of all devices. The procedure was concluded with no further adverse events reported and the patient tolerated the procedure.